Manufacturer narrative:
(B)(4). Concomitant medical products: unknown repicci tibial tray, catalog#: unknown lot#: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00721, 0001825034-2018-00722. Product location unknown.

Event description:
It was reported that the patient was revised on the right side. The reason for revision is unknown at this time. Attempts have been made and no further information has been provided.